Manufacturer narrative:
According to the customer on (B)(6) 2022 she was using her wheelchair in her home and after collapsing the wheelchair to maneuver through a doorway, she went to sit back down and she, 'grabbed under the bar by the seat and the device clamped her left index finger off at her top knuckle'. Per the customer her daughter placed the removed portion of the digit in a bag of ice and went to the hospital. According to the customer the portion of the finger was unable to be attached back and surgery was required 4 days later to close the wound. The sample is available but has not been returned for evaluation. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6) 2022 she was using her wheelchair in her home and after collapsing the wheelchair to maneuver through a doorway, she went to sit back down and she, 'grabbed under the bar by the seat, and the device clamped her left index finger off at her top knuckle'.